Event description:
It was reported that a supervisor callback to follow up, customer informed that she hasn't forgotten the photos. She intends to send of the unit that "blew up" when plugged in. Customer understands refund inquiry cannot be submitted until photos are sent and old unit will be collected. Customer will be receiving a refund for the unit she purchased instead of receiving a replacement unit when the photos are received and tcm. No additional information provided. Please send bio haz box. Customer states the machine was defective. Lmom- no photos were received via email. Customer states the machine was defective.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The reported event is addressed within the labeling as it state: do not immerse the purewick¿ urine collection system in water. As with most electrical devices, electrical parts in this system are electrically live even when the power is off. To reduce the risk of electric shock, if the purewick¿ urine collection system falls into water, unplug immediately. Do not reach into the water to retrieve it. Warning: this device should not be used in oxygen rich environments or in conjunction with flammable anesthetics. To reduce the risk of electrical shock or injury, do not disassemble this unit. No modification of this equipment is allowed. When the purewick¿ urine collection system is not in use, unplug the power cord from its outlet. Make sure the unit is cleaned and disinfected prior to storage. Do not store when parts are wet or damp. If the purewick¿ urine collection system is not functioning properly after performing the troubleshooting steps, the device may have reached the end of its useful life. With normal use, this device shall remain safe for the useful life. Do not use the device if it is damaged or defective, including, but not limited to the following: cracks, separated housing, not suctioning properly or no suction, damaged power cord, if damage is noticed and the device is still under warranty, contact customer support. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that from a supervisor callback follow up, customer informed that she hasn't forgotten the photos. She intends to send of the unit that "blew up" when plugged in. Customer understands refund inquiry cannot be submitted until photos are sent and old unit will be collected. Customer will be receiving a refund for the unit she purchased instead of receiving a replacement unit when the phots are received and tcm. Please send bio haz box. Customer states the machine was defective. Lmom- no photos were received via email. No additional information provided.

Manufacturer narrative:
The initial reporter's zip code: (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.